Event description:
Initial report received indicating with back and forth movement of the swing away joystick mount, the end of cable part #1127293 that attaches into the back of the joystick gets pinched or frayed allowing the controller and joystick to not communicate. It was learned the reporter is replacing the original cable with a longer one thus adding more length to the cable so its not so tight. It seems to be resolving the issue for him.